Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The device was repositioned overnight, and the patient¿s hemoglobin was elevated. The pump speed was reduced to level p7. The patient was increasingly tachycardic with a heart rate reaching 160 beats per minute. The impella cp pump speed level was decreased, and the patient was successfully weaned to extubation. The device was explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.